Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the standard tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Resolution was achieved when the caller used a different charging cable, which successfully charged the pump, and no further assistance was required. Technical support agreed to send a replacement charging cable.